Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump was unable to perform operating currents due to unresponsive buttons. However, the insulin pump was received with corroded battery tube. The insulin pump was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump was received missing endcap sticker, minor scratches on lcd window/case, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump was frozen and was draining the batteries. Customer's blood glucose was 500 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.